Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2021. During the procedure, the ligator head was loosened from the endoscope when banding to the esophageal wall. It was reported that the ligator head did not dislodge from the endoscope or fall into the patient. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.